Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an "er2" message. Per the onetouch ultra2 owner's booklet, an error 2 message can be due to "a strip or meter problem". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2012 at 1:00pm. The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet, and exercise. The patient had mentioned that prior to the start of the reported issue, she had taken less food/drink. Two hours after the alleged issue occurred, the patient stated that she developed symptoms of feeling "weak, trembling, and cold" and immediately after, self-treated with food/drink in response to the symptoms. During the troubleshooting, the cca walked the patient through proper testing procedures as recommended per the owner's booklet and the reported issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.